Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an unspecified guide wire was in the left anterior descending (lad) coronary artery with an unspecified stent delivery system (sds) and another guide wire was within the diagonal coronary artery. As the physician advanced the 3.0x12mm trek dilatation catheter to the diagonal, a slight tension was felt but no unusual resistance, and the proximal shaft separated 10 millimeters from the co-pilot. Both pieces were removed without intervention. There were no adverse patient effects and there was no clinically significant procedural delay. There was no additional information provided.